Event description:
It was reported that during an anterior cruciate ligament surgery the locking mechanism was defective. The device remained in the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully by fixating tibially with a metal screw and a swivelock. It was not necessary do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.